Manufacturer narrative:
No indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) checked all mechanical alignments and ran instrument performance tests which were within specification. The customer ran calibration and qc with acceptable results.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module. The initial result was 0.218 ng/ml. This result was reported outside of the laboratory. The repeat result was 0.012 ng/ml. This result was believed to be correct and was delivered within 1 hour of the original result. A new sample was obtained an run on a different e601 module and the result matched the repeat result of 0.012 ng/ml. The troponin t stat reagent lot number was 409669. The expiration date was not provided.